Event description:
Reporter alleged obtaining discrepant patient blood glucose results of 51 mg/dl on the inform system back to back with a lab measurement of 172 mg/dl when testing was performed 9 minutes apart. Reporter stated the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter indicated no actions were taken or treatment received by the patient. It was stated quality control testing was performed on the system and both levels of testing yielded values within acceptable ranges. A request was made for the return of the suspect product was sent.